Event description:
The customer reported to baxter (B)(4) a flo-link microbore catheter extension set that was involved in a no flow/restricted flow. According to the report, the nurse was attempting to prime the set and noticed a blockage in the tubing. The problem was noted during priming prior to product use. There was no reported patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.